Manufacturer narrative:
(B)(4). Batch # p57d11. Device analysis: the analysis found that one gst60t cartridge reload was received with the right side fully fired, left side partially fired 1/2, and with the cartridge deck damaged. Upon evaluation of the reload, the one piece sled was noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number and lot number p57d11 and p4rv1e, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during a wedge resection, new unpacking guns, nails, normal loading and unloading and cleaning, use to the third gst60t, the situation cannot be successfully fired, and the staple line is not complete. After cleaning the knife pocket, re-install a new nail to successfully complete the operation.